Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corners, scratched screen, cracked belt clip slot, and loose/flush drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump has cracks around the display window. No further information was provided.